Event description:
Parata dispensing robot in retail pharmacy probably caused the following problems: one person was covered from neck to ankles with red, itchy bumps. The person had worked in the pharmacy with no problem until this. The redness went away when away from the pharmacy but returned at work. One person was fine at 7 am but eyes were almost shut by allergic reaction by about 11 am. Three people in pharmacy complained of itching.